Event description:
There was leaking of solution from around the "hat" of the needle adaptor. Pt was asked to save a needle for exam should this happen again. The problem occurs after 4-5 hrs of infusion and the threaded connection to the tubing seems to be the problem. (*)